Event description:
It was reported that pump battery charge appeared to drop rapidly on a prior date, and customer expressed concern about a possible battery jump. There was no reported impact to the customer¿s blood glucose level. Technical support reviewed pump logs and found no battery jumps or low power alerts, informed customer of these findings, apologized for delay related to ongoing pump purchase discussion with sales, and advised that sales would be contacted for follow up, which customer understood; no additional corrective actions were documented.